Event description:
It was originally reported on 17-jul-2012 that there was a coupling or communication issue. An overdischarge was suspected and the patient was unable to get her recharger back from another person. The last time any stimulation was felt was ¿less than one month ago¿ and the last successful recharging session was ¿one to two months ago.¿ the patient saw poor communication on the patient programmer. The patient used antenna locate which resulted in a power on reset (por) being displayed on the recharger which then led to the normal recharging screen. It was unclear how the patient was able to do this since she stated that she could not get her recharger back from someone. The patient also noted that the implantable neurostimulator (ins) was ¿protruding out from her skin.¿ the patient had acute pain and had been losing weight since she first got the ins implanted. The patient noted that most of the weight loss had been in the ¿last one and a half months.¿ the patient had gone from (B)(6) pounds. Theins was ¿sticking out a few centimeters¿ and she could see an ¿additional large bump in the middle of her spine.¿ the patient thought that it could be where the leads were ¿wrapped around.¿ the patient stated that ¿all she had was her skin and her battery.¿ the patient had pain on the top of the ins site and where the leads were placed on her spine. The patient stated that she met with a manufacturer representative on (B)(6) 2013 and then had surgery on (B)(6) 2012 on her left eye for an orbital fracture. The patient stated that the healthcare provider (hcp) put in a ¿metal plate and foreseters¿ behind her eye. The patient noted that her ins worked fine and she was able to charge it after surgery. The patient also had a ¿six to eight inch¿ bruise around the ins due to an injury she had from another person. The patient also noted that the hcp did x-rays and found that she had a blood disorder. About 14 months later, it was reported that the patient had not seen her hcp in ¿over a year because she lost her health care and shortly after that the implant stopped working. And nobody would touch it.¿ the patient clarified that ¿it did not operate, it did not turn on, and it died. It would not take a charge any longer and it was just in her back.¿ the patient noted that she lost 70 pounds ¿in the past month.¿ the patient stated that ¿she was told like three strikes and you were out kind of thing. If it completely died three times, it had to be replaced. It happened like four times.¿ the patient mentioned that this happened ¿about ten months ago.¿ the patient stated that ¿she could not get her charger back from someone and it could not get restarted.¿ the patient stated that ¿they told her it had to be replaced.¿ the patient clarified that ¿that the person she talked to last time said three strikes and you were out.¿ the patient also mentioned that ¿the person she met at the hcp¿s office said it needed to be replaced a few months ago.¿ the patient stated that ¿this thing was sucking the life out of her and it stuck so far out of her back.¿ the patient noted that ¿she looked like she was dying. She was dying like she was an inpatient in the hospital last week for a few days. She had lost so much weight. She was (B)(6) pounds but used to weigh (B)(6) pounds.¿ the patient did not know what to do. The patient intended to call her hcp.

Manufacturer narrative:
Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead, product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).